Event description:
A company representative reported that during vitrectomy surgery, the infusion pressure readings were inconsistent. Procedures were performed and completed as planned, and there was no patient harm reported.

Manufacturer narrative:
The facility did not request service. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unknown. (B)(4).